Manufacturer narrative:
The lot release records were reviewed, and the product lot met all acceptance criteria. The device was received for evaluation, and the exposed portion of the soft cannula was found to have a tear, fluid was observed exiting from the tear. It could not be determined when or how the tear occurred or if it contributed to the reported event. There was no other damage found with the device and the cause of the event could not be conclusively determined. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7 . *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 400 mg/dl between 1 and 4 hours of wearing the pod. The reporter stated there was leaking at the pod site on their hip/buttocks. The pod was removed, and a new pod was applied. The device investigation found the cannula had a tear.